Event description:
Customer reported a high device result =325 mg/dl. Customer took insulin based on the reading. Forty five minutes after taking insulin, customer felt low. Device result =212 mg/dl. Customer took no action and started feeling really bad -dizzy and confused. Customer's friends gave customer's food and juice to adjust glucose level. No controls were used. A request was made for product return and replacement product was sent.